Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing; the maryland bipolar forceps instrument was found to have damaged conductor wire. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the damage conductor wire was found during central processing. It is not applicable if the instruments were inspected prior to reprocessing. The cable that was broken is black and it appeared to be stripped or damaged. It is unknown if the issue occurred prior to reprocessing and/or is believed to have occurred when instrument was last in use. Patient demographics were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire was not frayed or broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding [add complaint details] was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
Refer to h11 for follow-up information.